Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheters experienced leakage during use. The following information was provided by the initial reporter: material no.: 381534, batch no.: 9360448. Customer stated that once an IV was started, there was blood leaking from the catheter hub. No change in patient treatment. Customer stated that there was no harm to patient, but noted that this incident could have harmed someone.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheters experienced leakage during use. The following information was provided by the initial reporter: material no: 381534 batch no: 9360448. Customer stated that once an IV was started, there was blood leaking from the catheter hub. No change in patient treatment. Customer stated that there was no harm to patient, but noted that this incident could have harmed someone.

Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: 7/9/2020. H6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used 20ga bd insyte autoguard winged IV catheter unit within an undamaged opened package from reference number (B)(4), lot number 9360448. The unit consists of the catheter/adapter assemblies that are intact and has traces of thick dried media present. Upon visual inspection of the returned unit, it is observed that there is damage to the threads at the outside of the luer. This damage to the outer threads of the luer would prevent a connection to be achieved as described by the customer. The damage is only on one side of the adapter, thus indicating that the defect is most likely manufacturing related. A leak test was performed by attaching an iso standard testing slip luer to the adapter, submerging the unit and performed the leak test. The damage at the thread at the end of the adapter (luer) did not hinder the connection and no leakage was observed from any area of the unit. The reported issue was confirmed as adapter/connector damaged which was of a manufacturing origin. Corrective actions, CAPA#1393887, have been initiated to monitor this. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.